Event description:
It was reported that the patient with this pacemaker system was going to undergo magnetic resonance imaging (MRI), with the patient undergoing a revision due to device migration. Technical services (ts) was consulted and discussed how the pacemaker system was not conditional due to the post implant period following a procedure. This device remains in service. No adverse patient effects were reported.